Manufacturer narrative:
Section b3; event date corrected. Section d1 brand name: corrected. Section d1 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section h6: clinical code corrected. Manufacturer's investigation conclusion: review of the submitted photographs confirmed an outflow graft twist; however, a specific cause for this finding could not be conclusively determined through this evaluation. The patient remains ongoing on mlp-010860 and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this hm3 lvas IFU was released following the implementation of CAPA 114896. Section 5 includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Additionally, outflow graft clip addendum to the hm3 lvas IFU and hm3 lvas IFU have been released, following the implementation of CAPA 114896, and include instructions for installing the outflow graft clip. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with low flow alarms in the setting of hypertension. The patient moved to the intensive care unit (ICU) for better blood pressure control which was achieved and the low flow alarms improved. A computed tomography angiogram (cta) was performed which was suspicious for outflow graft twist and extrinsic outflow graft obstruction (eogo). The left ventricle imaging was performed for concern of poor outflow graft patency. The patient was taken back for central venous line for retrograde look at the outflow graft for concern of worsening low flows. The patient was brought to the operating room for intercoastal intervention. The eogo was cleared and the outflow graft was untwisted. The outflow graft clip was affixed successfully. Flows restored to 4.2, pulsatility index to 3.4, and power to 3.9, with hemodynamics remaining stable throughout the case.